Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 9 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports pain, mobility and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports pain, mobility and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.